Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. Analysis showed that there was high battery impedance, leading to elective replacement indicator (eri). Eri due to high battery impedance was logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis showed that there was high battery impedance, leading to elective replacement indicator (eri). Eri due to high battery impedance was logged on (B)(4)-2011, prior to explant. Ramware version 8 installed on (B)(4)-2011. The device is part of the advisory for this model.

Event description:
It was reported that the device battery depleted prematurely and triggered elective replacement indicator. The patient was very symptomatic due to ventricular pacing with retrograde conduction. The device was reprogrammed to managed ventricular pacing mode which resulted in the patient feeling better. A device change out is scheduled. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery depleted prematurely and triggered elective replacement indicator. The patient was very symptomatic due to ventricular pacing with retrograde conduction. The device was reprogrammed to managed ventricular pacing mode which resulted in the patient feeling better. The device was explanted and replaced. No patient complications have been reported as a result of this event.